Event description:
A 24mm diameter x 14mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted for the treatment of an abdominal aortic aneurysm in 2001. The proximal non-aneurysmal aortic neck was 20mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 170mm. The iliacs measured 10mm with prominent calcification and moderate tortuosity of the left iliac. The pt's co-morbidity is copd. It is reported that during the balloon angioplasty of the distal aorta the stent graft was accidently pulled down into the aortic neck and was unintentionally occluding the right hypogastric artery; the left hypogastric artery is large and widely patent. A proximal aortic cuff was successfully placed. It is reported that after the stent graft was pulled down the physician experienced removal difficulty of the delivery system. As the physician pulled the bullet down, the stent graft was re-sheathed, possibly due to the calcium grabbing the runners and/or buttressing far too much. It is reported that the pt is fine and there are no add'l clinical sequelae. Further info from the user facility is unavailable.